Manufacturer narrative:
It was reported that the axium coil failed to detach with the instant detacher and via manual detachment. As the event was reportable to a regulatory authority and indicated a possible non-conformance of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The health care provider and the manufacturer representative were contacted to obtain additional event details. As the device had been disposed of, no analysis could be performed. There was no indication that the event was related to a potential manufacturing issue and no DHR was requested, so a device history record review was not performed. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. The investigation determined that this was a known event, and therefore no new formal investigation was required. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): warning: ¿the i.d. (Instant detacher) is intended for a maximum of 25 cycles.¿ directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the coil embolization of a right side mca aneurysm, the medtronic coil failed to detach with the instant detacher. The hypotube was then broke and the inner thread was pulled for many cm. However, the coil was still attached to the pushwire. The pushwire was then manipulated and encouraged to detach the ball from the socket. The coiling procedure was completed.